Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned stuck in a non-stryker catheter, later retrieved, and noted to be deformed. The stent delivery wire (sdw) was not returned. The stent introducer sheath was not returned. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent difficult/unable to transfer¿ could not be duplicated; however, the analysis results are consistent with the reported event. The reported event ¿stent deployed prematurely during transfer¿ was not confirmed during the analysis. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. The stent was found to be deployed inside the non-stryker catheter. The stent was found to be deformed. The sdw and stent introducer sheath were not returned. An assignable cause of procedural factors will be assigned to the reported event ¿stent difficult/unable to transfer¿ and to the analyzed events ¿stent deployed prematurely during use¿, ¿stent deformed¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed will be assigned to the reported event ¿stent deployed prematurely during transfer' as it was not confirmed during the analysis. The stent was found to be deployed inside the catheter.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent deployed prematurely during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.